Manufacturer narrative:
(B)(4). Device evaluated by MFR.: returned product consisted of the emerge balloon catheter in two pieces. The hypotube and shaft were microscopically examined. There was contrast in the inflation lumen. The balloon was tightly folded. The hypotube was kinked 61 cm from the strain relief and there was a complete hypotube separation 65 cm from the strain relief. The hypotube fracture surface was ovaled, which suggests the device was kinked prior to separation. Inspection of the remainder of the device revealed no other damage or irregularities. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4)

Event description:
Reportable based on device analysis completed on 24-jan-2018. It was reported that shaft break occurred. The target lesion was located in the right coronary artery. A 2.00 mm x 15 mm emerge¿ balloon catheter was advanced for dilatation. However, the device delivery shaft fractured at a location less than 15 cm from the hub outside the patient's body. The device was directly removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed that the hypotube break was located 65 cm from the strain relief.